Event description:
It was reported that a shaft break occurred. A 16x2.25mm promus premier select stent was selected for use. The lesion was predilated and the promus premier select was advanced. The promus premier select did not cross the lesion as the shaft was broken and the stent was damaged. The procedure was completed by another same sized promus premier select stet successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier 16/2.25mm stent delivery system was returned for analysis. The following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip found no issues. Hypotube profile: a visual and tactile examination of the hypotube identified multiple kinks along the length and a shaft break located at approximately 24cm distal to the distal end of the strain relief. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that a shaft break occurred. A 16x2.25mm promus premier select stent was selected for use. The lesion was predilated and the promus premier select was advanced. The promus premier select did not cross the lesion as the shaft was broken and the stent was damaged. The procedure was completed by another same sized promus premier select stet successfully. No patient complications were reported.